Manufacturer narrative:
Qc was within lab-established ranges. A field service engineer (fse) was dispatched: the fse replaced carbon bridge and na reference electrode. The fse cleaned flow-cell and calibrated. A clear root cause of this event is unknown.

Event description:
A customer reported to beckman coulter inc. (Bci) that they noticed low ion selective electrode (ise) recovery on unicel dxc 600 pro synchron clinical systems due to failed delta checks. While all the ise chemistries were lower than the other instrument, it was only na that was significant. The customer did not provide actual examples, but stated that the na results on this instrument were between 5 to not quite 10mmol/l lower than the other instrument. No wrong results were reported out of the lab. Patient treatment was not affected.